Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed thrombosis. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that five months and twenty-six days post a port placement, the patient was allegedly diagnosed with thrombosis around the catheter. It was further reported that the patient was allegedly diagnosed with nearly occlusive acute pulmonary embolism in the left upper lobe under chest computed tomography examination. Reportedly, the port and catheter were removed intact. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. The medical record alleges that an bard implantable port was placed at the atrial caval junction. Approximately after five later it was suspected that pulmonary embolism and the computed tomography of chest shows occlusive acute pulmonary embolism in the left upper lobe. Three days later the planted port was removed and the removed port and catheter was completely removed. Therefore, it can be confirmed that the patient experienced pulmonary embolism. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2023), g2, g3, h6 (patient) h11: b2, b3, b5, d4 (medical device lot number), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that five months and twenty-six days post a port placement, the patient was allegedly diagnosed with thrombosis around the catheter. It was further reported that the patient was allegedly diagnosed with nearly occlusive acute pulmonary embolism in the left upper lobe under chest computed tomography examination. Reportedly, the port and catheter were removed intact. The current status of the patient is unknown.